Event description:
During a thrombectomy procedure the pt experienced localized pain. The physician observed the device under fluoroscopy and decided to remove the device from the pt. Upon removal of the device from the pt, the physician observed the drivecoil to be protruding out of the side of the catheter. It was reported that the pt is without complications.